Event description:
Customer reports that the device display showed 63 demands but 91 deliveries made. The pump was set to infuse dilaudid 0.4 with a 5 min lockout. No 4 hr limit was set. The nurse reports that the pt "had slurred speech, very unsteady gait and was difficult to arouse." The pump was discontinued and the pt was monitored closely. No adverse sequelae reported. No further info is available.

Manufacturer narrative:
By design, there are two digits available for pca demand and pca delivered documentation. Therefore, after the pca demand registers 99, the next demand would display as "oo". The number one (for one hundred) cannot display and is dropped. When the pca delivered amounts exceed the pca demands a review of the history will support the add'l pca demand requests. A review of the history that was remaining showed that 84 pca demand and 45 pca delivered entries had occurred. An infusion test was run with pca doses requested every five minutes and they delivered and documented correctly. The pump tested within system spec.